Event description:
It was reported that, post-operatively, the arm's instrument drive unit had heavy movement and resistance when positioned. There was no patient involvement.

Manufacturer narrative:
The following sections have been updated: section b5, event description: during use changed to post-operative upon receiving new information section b2, event date: received an event date of march 18th as it was not supplied initially. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic led an evaluation of the field service notes for the reported arm cart assembly. Review of the field service notes indicate that the arm cart assembly, during manual operation of the instrument drive unit had heavy movement and resistance was felt. Adjustments were made related to instrument drive unit operation and the joint force sensor script was performed to resolve the issue. After the work, improvement in instrument drive unit operation was observed, and normal operation was observed during the functional check. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of this failure could not be determined. However, based on the information provided in the event, the most likely cause may be due to an issue with the instrument drive unit moving in an unintended motion along the z-slide. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post-operatively, the arm's instrument drive unit had heavy movement and resistance when positioned. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during use outside of a clinical setting, the arm's instrument drive unit had heavy movement and resistance when positioned. There was no patient involvement.